Event description:
Clinical information: crd_1003 - vantage, patient site ID: site ID- eu0748 1337 (B)(4). It was reported that on (B)(6) 2025, a 23mm navitor valve was chosen for implanted using a small flexnav delivery system. During procedure, the re-sheathed 2 times due to implant too low. On (B)(6) 2026, a transthoracic echocardiogram (tte) performed and showed elevated valve aortic gradient and computed tomography (CT) was scheduled. The patient was reported asymptomatic and stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.